Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Per the surgical technique, when the button is delivered out the cortex tunnel and flipped, suture can be pulled to shorten the loop. During insertion of the device the suture may have been pulled causing the loop to be short or the femoral socket is not completely drilled through, preventing the button to be delivered out the cortex and flip. Complainant's event most likely due to not following the proper surgical technique. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction the suture button did not lock into place as expected. After the device had been advanced through the femoral socket and tension was placed on the tibial side the entire construct pulled back out of the bone tunnel. Bone preparation was done by drilling (unknown drill size) bone tunnels. The same construct was then pulled back again through the femoral socket and an interference screw was placed to hold the construct in place. The medial portal incision was enlarged to accommodate the use of the interference screw. Patient was reported fine at the time of the call.